Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that customer received excessive pump error 38 alarms. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self test. Device alarmed error dose too big error during rewind, problem was isolated to the motor assembly. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. The motor was tested outside the device and failed the motor test. Device was received with cracked case on the back at the battery tube area and battery tube threads. Device was received with minor scratched display window and case.